Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 scope communication error with multiple scopes. This occurred during reprocessing prior to a diagnostic procedure. There was no report of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), customer noted trying two scopes with no resolution. They added noticing corrosion in the socket and tac informed the customer that the unit would need to be sent in. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty scope socket. Other findings include corrosion on the scope socket, a damaged front panel mouth, a rusty bottom side chassis and front panel chassis, and an expired lamp. The olympus lamp life meter was reading over 500+ hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.